Event description:
It was reported that bd connecta plus3 16cm blue tubing separated from the adaptor/ luer connector the following information was provided by the initial reporter, translated from german to english: tube comes loose during CT scan (with imeron 350 contrast agent), temporary occurrence, complaining customer = ¿de facto commercial agent¿ (distributor), samples will be sent to hd office after collection by end customer.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos and 1 physical sample submitted for evaluation. The reported issue of separation other component - leak was confirmed upon inspection of the samples. Analysis of the sample showed that the subassembly was separated from the tube component. Bd determined that the cause of the failure was associated with the assembly process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.